Manufacturer narrative:
The system history shows that the laser was verified successfully prior the date of treatment. At the visit on site after the date of event, the field service engineer (fse) did not find any cause that could cause the reported event. Log file review shows no abnormalities that could have contributed to the reported event. The five treatments on the event date were completed to 100% and without any interruption and all laser system functions were within specifications on this day. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
An ophthalmic surgeon reported an overcorrection in a few patient's left eyes after lasik. Hypercorrection (overcorrection) was approximately one diopter. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.